Event description:
It was reported a total occlusion occurred, and the patient was treated with surgical intervention. Attempts to obtain additional information have been unsuccessful. Product surveillance was made aware of the event 9-18-06.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal instruction for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A search of the angio seal database revealed no certification for the user. IFU caution that the angio seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.